Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/19/2014 with the following findings: the returned battery cap and cartridge cap were undamaged and were used to complete investigation. Visual inspection found no cosmetic defects and the pump passed leak testing. Investigation revealed a white crystalline insulin debris in the cartridge compartment. The cartridge was not returned with the pump and a cartridge lot number was not provided. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that there was moisture observed in the cartridge compartment. It was reported that the fluid observed was water and there were no visible cracks and the cap was secure. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.